Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. During procedure, surgeon made all the cuts on the femur and when the trial was put onto the femur it turned into a valgus angle. The surgeon had to cut more off the left lateral condyle to make sure the femur was straight which resulted in over a thirty minute delay in the procedure.

Manufacturer narrative:
Supplier's evaluation of device and planning and procedures determined the device didn't meet specifications. Supplier review confirmed areas of under segmentation at the distal femur.